Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 80208u204) was advanced to the mitral valve; however, while performing the final arm angle (faa), the clip did not pass [opened while performing faa] 3 times. The clip was not implanted and the cds was removed and replaced. A new cds (80208u210) was advanced to the mitral valve. The clip was deployed successfully, but it was noted that the posterior leaflet was pierced; therefore, an additional clip was implanted to stabilize the clip. Two clips were implanted, reducing mr to no additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported tissue damage could not be determined in this incident. A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.